Event description:
It was reported that this integrated programmer screen was froze during left ventricular (lv) lead threshold test. Health care professional (hcp) continued to decrement but could not stop the test . Hcp was uncomfortable using the programmer. Boston scientific technical services (ts) stated that the patient was okay because of the underlying rhythm. Ts suggested that will return the programmer for repair. There is no further information available to date and the programmer remains in service. No adverse patient effects were reported. Later, this product was taken out of service and returned to boston scientific for further analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device revealed external damage. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. Fault codes were recorded in the programmer's logfile. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to damage from broken traces found during internal inspection. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Manufacturer narrative:
The complaint device was not returned to bsc - product analysis could not be performed. Product record reviews did not identify a new patient harm. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause was determined based on the complaint meeting CAPA or trend criteria.

Event description:
It was reported that this integrated programmer screen was froze during left ventricular (lv) lead threshold test. Health care professional (hcp) continued to decrement but could not stop the test . Hcp was uncomfortable using the programmer. Boston scientific technical services (ts) stated that the patient was okay because of the underlying rhythm. Ts suggested that will return the programmer for repair. There is no further information available to date and the programmer remains in service. No adverse patient effects were reported.